Event description:
It was reported that there were high and low impedances on the lead and patient lost therapy. Additional information was received that lead migrated. As a result, surgical intervention was undertaken wherein the system was explanted.